Manufacturer narrative:
Pending evaluation.

Event description:
Index: right: (B)(6) 2010. Revision of the right knee due to pain and depuy components were placed on (B)(6) 2014. Upon entering the subcu area exterior to the capsule, it was noted that there was a darkened, almost bluish tinge along the former suture repair of the original arthrotomy for his index knee arthroplasty. Upon performing arthrotomy, there was a large volume of bloody-tinged joint fluid, but within the knee, there was complete black staining of the entire synovium essentially 360 degrees around the circumference of the interior of the knee. This obviously required a significant debridement to include the posterior capsule. This had infiltrated around and below the margins of the femoral component as well as the tibial component, and following removal of the femoral component, it was noted that there was significant bone loss to the epicondyle both medial and lateral with actual loss of the lateral epicondyle secondary to large unrestricted cavitary bone loss encompassing the entire posterior condyle and distal condyle of the lateral femur. The medial condyle actually had less involvement both posteriorly and medially. The lateral condyle, however, was the most extensive. At the conclusion of the case, he required almost 15ml of orthoblend bone graft to fill the large defect. The mcl and its epicondylar attachment were under stress, but it was felt that it was stable and would not require conversion to a hinge. There was excellent stability throughout the arc of motion at the completion of the case. On the tibial side, once the tibial component was removed, there were some diseased areas, mostly along the medial bony interface. These were all osteolytic changes¿a total synovectomy was performed¿the polyethylene insert was removed. It was noted that it was extremely damaged along the medial aspect as well as gross wear of the posterior aspect of the tibia and the medial aspect of the femoral component¿the patient did have significant bone loss¿on the tibial side, this was repeated, and the tibial component was lifted off.

Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of a combination of the patient¿s failed posterior cruciate ligament and tibial insert wear which led to subsequent joint instability, pain, and wear of the femoral and tibial components due to metal-on-metal contact. The tibial insert wear may have been due to third body wear, the patient¿s high bmi, and/or malalignment between the femoral and tibial components due to joint instability. However, this cannot be confirmed because the components were not returned for evaluation. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-00137, 1038671-2019-00138, 1038671-2019-00139, and 1038671-2019-00140. *no information provided in the following section(s): a2, a4, a5, and b6. The following section(s) have additional info; g4, g5, g7, h1, h2, h3, and h7. Section h11: corrections made in the following section(s): (h3) investigation update.

Manufacturer narrative:
**Section h10: (h3) the clinical evaluation upon review, exactech complaint data from 2014 through 2019 involving the osteolysis for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. The revision reported was likely the result of osteolysis, which led to pain. However, this cannot be confirmed because the components were not returned to exactech for evaluation and no x-rays were provided. (E3) initial reporter's occupation: attorney this is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-00137, 1038671-2019-00138, 1038671-2019-00139, and 1038671-2019-00140. *no information provided in the following section(s): a2, a4, a5, and b6. *the following section(s) have additional info: a1, d4 (exp date, and UDI), e3, g3, g4, g5, g7, h1, h2, h3, h4, and h7. **section h11: corrections made in the following section(s): (section f) f6 and f8 were entered in error. Please disregard.